Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-00090. It was reported the patient (B)(6) experiences a burning sensation at the ipg pocket followed by swelling. The reported discomfort can also be felt along the track of the lead and is said to occur within an hour of the commencement of therapy. The patient denies experiencing a traumatic event which may have attributed to this issue. A diagnostic test found no issues with respect to impedance. In an effort to resolve this matter, the patient's program settings were lowered. This situation will continue to be monitored.